Manufacturer narrative:
The investigation was started but has not yet been concluded. It was confirmed by the customer that the medical intervention was not delayed due to the alleged device malfunction. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device did not alarm during a life threatening event at 09:02am. A patient in atrial flutter had a period ventricular standstill in which they lost consciousness. This was witnessed by the nurse and another staff member in the patient's room, thus the rapid response system was activated and patient outcome was favourable.

Manufacturer narrative:
Ics logs and m300 logs were analyzed. Full disclosure for involved leads (ii & v) were submitted for algorithmic analysis. Recorded trends at the ics for the cited date and time, screen shots from the ics of the event, m300 alarm logs, events from alarm recall, and internal communications were reviewed. Analysis of the submitted information indicates that noise on the ECG lead v led to the application of a high pass filter on both leads, which suspended qrs/arr processing for 1-second. As a result, hr at the time of event was shown as (***), ¿advisory¿ alarms were initiated for ECG artifact, and an asystole/pause alarm was not issued at the m300 during this qrs suspension which allows the ECG signal to recover and return to baseline. Root cause analysis determined that the m300 functioned without error and alarmed appropriately.

Event description:
Please refer to the initial report.